Manufacturer narrative:
(B)(4). Batch # m93014. The device was returned with the upper jaw detached returned. In addition, the I-blade upper tip was broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the upper portion of the device jaw broke and separated from the instrument and was dropped into the patient's abdominal cavity. The jaw piece was recovered and the case continued using a harmonic device. There were no patient consequences reported.